Manufacturer narrative:
(B)(4). Device remains implanted.

Manufacturer narrative:
(B)(4). Corrected data: implant date.

Event description:
Spoke with patient on (B)(6) 2011. A leak has not been identified using fluoroscopy, but the volume in the band is significantly less than what is being injected during routine fills. Patient to contact company when next steps have been determined.

Event description:
The patient reports post-implant of laparoscopic realize adjustable band the patient stop losing weight. In (B)(6) of 2009, it was noticed that the band was not retaining fluid. From (B)(6) 2009 until (B)(6) 2010, when the patient went in for a fill they could only withdraw 2-3ml, after 7-8mls had been put in. In (B)(6) of 2010, patient was told they needed to have a fluoroscopy. The fluoroscopy was scheduled for (B)(6) of 2010. In (B)(6), after the fluoroscopy, the patient was told they needed a revision. To date revision surgery has not been scheduled.